Manufacturer narrative:
Results: the pet lock was broken on the proximal end of the pusher assembly. The pusher assembly was severally kinked a long its length. The embolization coil was detached from its pusher assembly and the pull wire was retracted out the distal detachment tip (ddt). The proximal end of the embolization coil was stuck inside the introducer sheath friction lock and the proximal constraint sphere was present. Conclusions: evaluation of the first returned ruby coil revealed that the embolization coil was stuck inside the introducer sheath friction lock. If the device is re-sheathed beyond its original position, and the embolization coil is retracted into the introducer sheath friction lock, the coil will likely become stuck in the friction lock. Further evaluation revealed the pusher assembly was kinked along its length, the pet lock was separated, and the embolization coil was detached. If the pet lock separates it will likely retract the pull wire from the ddt, detaching the embolization coil. Since the coil was retracted to the friction lock, these damages were likely incidental to the reported complaint and occurred post-procedure. Evaluation of the second returned ruby coil revealed that the sr wire was fractured. If the device is forcefully manipulated against resistance, the sr wire may become fractured. The root cause of resistance could not be determined. Further evaluation of the returned device revealed that the pusher assembly was kinked. These kinks were likely incidental to the reported issue and may have occurred while packaging the device for return to penumbra. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2019-00257.

Event description:
The patient was undergoing a coil embolization procedure in the left coronary artery (lca) using ruby coils. During the procedure, the physician successfully placed ruby coils in the target vessel using a non-penumbra microcatheter. While advancing a new ruby coil into the target vessel, the physician decided to re-sheath the coil for repositioning and the ruby coil became stuck inside of the introducer sheath; therefore, the ruby coil was removed. Next, while inserting a new ruby coil into the microcatheter, the physician experienced resistance and the ruby coil unintentionally detached inside of the microcatheter. Therefore, the microcatheter was removed from the patient and flushed to remove the ruby coil. The procedure was completed using new ruby coils with the same microcatheter. There was no report of an adverse effect to the patient.